Event description:
I just received a uvb wand and the instructions are in chinese/english. I do not know where to start. I found out that the unit requires a prescription from my dr. No one said that, my friend says do not use it. There is an instruction that says if I get burned, increase treatment time and I am not sure about that. FDA safety report ID# (B)(4).